Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years post filter deployment, patient presented with chest pain. Subsequent CT revealed ivc filter was seen in right upper lobe pulmonary artery branch best seen on image 35 of series 9. Single strut of lvc filter in the right upper lung and additional stress of the ivc filter or extra luminal one of which extends into the adjacent vertebral body. This corresponds with ivc filter strut apparently embolized to right upper lobe. Apparent embolization of ivc filter strut, now seen in the projection of the right upper hemi thorax medially. Two days later, patient presented with chest pain. Subsequent xr chest revealed, indwelling inferior vena cava filter projecting over the right hemi abdomen and no definite hook was seen on the filter and it does not appear retrievable. Subsequent CT revealed, the filter in place with multiple perforating structures and no definite retrievable hook. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut was present near right lung. The patient experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five years post filter deployment, patient presented with chest pain. Subsequent CT revealed ivc filter was seen in right upper lobe pulmonary artery branch best seen on image 35 of series 9. Single strut of lvc filter in the right upper lung and additional stress of the ivc filter or extra luminal one of which extends into the adjacent vertebral body. This corresponds with ivc filter strut apparently embolized to right upper lobe. Apparent embolization of ivc filter strut, now seen in the projection of the right upper hemi thorax medially. Two days later, patient presented with chest pain. Subsequent xr chest revealed, indwelling inferior vena cava filter projecting over the right hemi abdomen and no definite hook was seen on the filter and it does not appear retrievable. Subsequent CT revealed, the filter in place with multiple perforating structures and no definite retrievable hook. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4 h11: h6(method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut was present near right lung. The patient experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and its struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced chest pain; however, the current status of the patient is unknown.